Manufacturer narrative:
The device eval is anticipated, but has not yet begun. This report will be updated when the eval is complete.

Event description:
It was reported that the device overheated while it was being serviced at the MFR. There was no pt involvement or adverse consequences related to this event.